Event description:
A doctor alleged that two (2) patients had experienced the loss of a restoration after placement with the optibond xtr and nx3 products. This is the first of two (2) reports.

Manufacturer narrative:
Specific patient information with regard to gender, age and weight was not provided. The doctor re-cemented the crown for the patient using a different product, without further incident. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.